Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon secondary review of the report it was noted that no intervention was done, only discussed.

Manufacturer narrative:
Concomitant medical products: 5086mri58 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited longevity estimates that were shorter than expected. High thresholds were observed on the right atrial (ra) lead, and reprogramming was planned to reduce atrial output. The device and lead remain in use. No patient complications have been reported as a result of this event.